Event description:
It was reported that the ilet user interface top row was unresponsive to touch, and a restart via the mobile app did not restore function, consistent with a device touchscreen performance issue. Investigation included customer troubleshooting. Investigation of this case revealed unconfirmed touchscreen failure with no visible screen damage reported. Symptoms included no clinical effects. Outcomes included no impact on health status. It was concluded that the device exhibited a user interface malfunction, and a replacement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.